Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. One haptic is bent in the gusset area. The other haptic is bent in the gusset and distal area. The optic is torn/split across one haptic/optic junction. The optic has additional split/cracked areas. Associated products were not provided. It is unknown if qualified products were used. The lens was damaged. This damage may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was patient contact, but no patient harm.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a defective intraocular lens (iol). Additional information was provided that there was no patient contact and the procedure was completed with a new iol.